Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and migration occurred. Vascular access was gained via the radial artery. The 90% stenosed 3x24mm de novo and eccentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad) with a significant bend of 45 to 90 degrees. The lesion was predilated with a 2.5x15mm non-bsc balloon. A 3.00x24mm promus element stent delivery system (sds) was advanced to the lad, however, during advancement of the sds out of the guide catheter, the stent dislodged from the sds and migrated to the right leg of the patient. The patient was transferred to the operating room for removal of the stent. No further patient complications were reported and patient status is stable.

Manufacturer narrative:
Date of birth: 1948. Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement and migration occurred. Vascular access was gained via the radial artery. The 90% stenosed 3x24mm de novo and eccentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad) with a significant bend of 45 to 90 degrees. The lesion was predilated with a 2.5x15mm non-bsc balloon. A 3.00x24mm promus element stent delivery system (sds) was advanced to the lad however during advancement of the sds out of the guide catheter, the stent dislodged from the sds and migrated to the right leg of the patient. The patient was transferred to the operating room for removal of the stent. No further patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was returned and it was noted that it was bent, stretched and damaged along its length. A piece of broken snare wire was wrapped around the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There was no damage noted to the tip of the device. A visual and microscopic examination found that the hypotube had kinked approximately 25mm distal from the catheter's strain relief. Several other kinks were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).